Manufacturer narrative:
Insulin pump received failed the operating currents during test due to corroded battery tube and corroded battery spring contact.

Event description:
Customer reported via phone call that the insulin pump showing that the battery was not charged. Customer blood glucose level was unknown. Troubleshooting was performed. The device will be returned for analysis.